Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported the patient experienced overheating or burning sensation in or around the implantable neurostimulator (ins) pocket during recharging. The last two times the patient charged the ins (last monday and the monday before that) it felt like it was burning. The patient was able to charge the ins both times. On monday the patient was walking through his house when he felt a severe shock from the implantable neurostimulator (ins) and the stimulator shut itself off. When the patient tried to turn it back on, he noted a ¿call your doctor¿ power on reset (por) message. The patient spent all day in the emergency room yesterday getting pain medications since he was unable to use his stimulator. The patient was unable to adjust stimulation using the patient programmer (pp). A ¿call your doctor¿ icon and por condition was reported. It was reportedly an informational por. The patient was able to turn stimulation back on, but the stimulation did not feel right. Stimulation was intermittent. The patient was feeling it off and on, and the stimulation should be constant. The patient reportedly had not been back to the physician since the ins was implanted. The patient was advised to make an appointment with the physician to have his ins checked and reprogrammed if necessary. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.